Event description:
Distributor received information that a patient with an automatic implantable caradioverter defibrillator (aicd) received shocks in sinus rhythm. The physician performed an invasive procedure to evaluate the system and found this myocardial lead and another myocardial lead fractured nera the base of the connector pin. The physician elected to remove the leads from service and implant a bipolar endocardial tined lead. The leads were capped and remain implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.